Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
These drills have both failed on separate patients. The larger drill completely came apart in use. These were purchased through (B)(6) hospital on (B)(6). We have seven of your drills on all of our ambulances, and our cases our are starting to fall apart as well. Since there were two devices reported the second device report was submitted separately.

Manufacturer narrative:
(B)(4). The DHR is not available for review. The customer did not return a complaint sample; however, they supplied a photo showing the product serial number. The customer reported issue of "came apart in use" could not be confirmed from the photo. Therefore, a probable cause of the reported issue cannot be determined from the photos and without the sample returned to evaluate. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance/device history record found that the driver passed all the release criteria. The device was released in (B)(6) 2009 and is approximately 11 years old. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample returned to evaluate. The reported complaint of "came apart in use" could not be confirmed through examination of the customer supplied photos and without the sample returned for evaluation. The customer image showed the product serial number. The certificate of conformance was reviewed with no evidence to suggest a manufacturing related cause. The probable cause could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
These drills have both failed on separate patients. The larger drill completely came apart in use. These were purchased through (B)(6). We have seven of your drills on all of our ambulances, and our cases our are starting to fall apart as well. Note: since there were two devices reported the second device report was submitted separately.